Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned to the distributor. At this time the evaluation of the device at zmc does not add further value in the root-cause investigation of this complaint because the information contained in the distributor incident file, the qualified clinical consultant review, and/or the device download data suffices the root cause investigation of this event. The evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files on the day of the event did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor sn (B)(4): 8/12/2015 reuse. Electrode belt sn (B)(4): 7/15/2015 reuse. The investigation into the event suggests that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of tall p-waves. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient did not hear the alarms and that the treatment woke him up. The patient was in the hospital at the time of the treatment. The response buttons were pressed after the treatment was delivered but not during the treatment sequence that resulted in the defibrillation shock. The response buttons functioned appropriately. Multiple counting of tall p-waves contributed to the false detection. The patient continues wearing the lifevest. There was no death associated with the inappropriate defibrillation event.